Event description:
It was reported that a spectrum iq infusion pump ran out of total parenteral nutrition (tpn) infusion early (over infusion) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.